Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly customer resumed insulin and continued to use the pump for insulin therapy. No additional information regarding the issue was provided.